Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced hyperglycemia due to leaking infusion site. Blood glucose exceeded 500 mg/dl (fingerstick 564 mg/dl) with medium ketones following a breakfast bolus, and adhesive peeling was observed. There was patient involvement with no harm.